Manufacturer narrative:
Additional information was received on 8/22/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/11/2020. Device evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture in the breast implant after a falls horse. During the visual evaluation, the device was observed to be ruptured. The device was received in three parts. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii, rupture and chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 500cc mentor memorygel breast implant experienced bilateral rupture, right sided capsular contracture baker grade iii and left sided breast pain. In (B)(6) 2019 patient fell off her horse causing the mentioned issues with her breast implants. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2020. This medwatch form is for the right breast prosthesis.